Event description:
It was reported that a patient underwent a craniotomy on (B)(6)2024 and suture was used. During the procedure, the needle on the suture broke off almost exactly near the swage site, although there was still some remnant of the needle attached to the suture. The procedure was completed successfully with no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - lot number? ¿ unknown. - did any needle piece(s) fall into the patient? *if yes, ¿ yes. O was\were the needle piece(s) retrieved during the same procedure? ¿ yes, found immediately after. O were x-rays taken to locate the needle piece(s)? ¿ no, the piece was found immediately after. O what measures were taken to retrieve the broken piece(s)? ¿ no extra measures, simply looked for the broken piece. O was there any additional tissue damage as a result of searching for the needle piece(s)? ¿ no. *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H6 investigation findings: c22 - photo review. H3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a suture with a piece of needle attached, the missing section of the needle is not visible in the image. The image is not clear to determine the failure mode. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The manufacturing records could not be reviewed as the batch number is unknown.